Event description:
It was reported to medtronic minimed that the customer reported physical damage to the retainer ring on the pump, and the reservoir was unable to lock in place when inserted into the pump. The customer alos noticed a crack at the case of the battery tube side of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed, and the customer was instructed that the pump would be replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1880l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The test p-cap does not lock properly in place in the reservoir compartment noted. The pump was received with minor scratches on lcd window, scratched case, cracked lcd window, missing o-ring, broken reservoir tube lip, partially broken retainer, cracked case-corner of belt clip rails and battery tube threads cracked. Unable to perform the functional testing due to the missing retainer and broken reservoir tube lip. In summary, the pump was received with a broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. -retainer ring damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.